Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a double lung transplant procedure, both handles did not fire after successfully attaching the reload and pressing the green button and squeezing the handle. A third handle was opened and used with no issues. There was no patient injury.